Event description:
On 01 april 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.as part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint.